Manufacturer narrative:
As reported, while attempting to advance a 5f mynx control vascular closure device (vcd) through the unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split, which made it difficult to fully insert the device. The sealant was partially exposed. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The user is trained to the device. A 5f non-cordis sheath was used. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found closed, with no syringe returned for this evaluation. The sealant was present in its manufactured position and partially exposed through the sealant sleeves, which exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis to measure the slit length could not be performed due to the observed frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A simulated deployment test was performed to evaluate device functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence without issue, and no anomalies were observed during this evaluation. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were observed through analysis of the returned device since the sealant sleeves were frayed/split/torn and the sealant was exposed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while attempting to advance a 5f mynx control vascular closure device (vcd) through the unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split, which made it difficult to fully insert the device. The sealant was partially exposed. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use. The user is trained to the device. A 5f non-cordis sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.